Manufacturer narrative:
(B)(4). The follow-up MDR initially reported the batch review information. There was no lot number provided with this report, therefore the batch review was not completed. The batch review information was added in error.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed that the luer lock was missing; therefore no further testing could be performed. The customer reported issue was not confirmed due to the condition of the sample. If additional information become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer reported to baxter (B)(4) that when removing a baxter solution administration set the distal luer broke in the catheter. A patient was involved, but there were no clinical consequences reported. The sample is available for analysis.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.